Event description:
The physician was performing a thoracentesis. The catheter was in the patient, and when she hooked it up to the vacuum device it would not flow. Upon examination of the tubing, it was defective with the appearance of being "melted" or pinched which did not allow fluid to flow. The catheter was changed to a different tubing from the same kit which also had a defective portion. They were able to work around the defective tubing and continue the procedure.